Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that the cassette is no longer a suspect product of this event. Further investigation pertaining to this case of peritonitis can be found in report 1423500-2011-11824 against the transfer set. No further investigation will be performed in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of chest pains, heart flutter, palpitations, contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced contamination. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The nurse believed the patient experienced peritonitis on (B)(6) 2011 because the patient's wife found a transfer set on the floor. On (B)(6) 2011, the patient experienced chest pains, heart flutter and palpitations and was hospitalized the same day. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. Treatment for the peritonitis included vancomycin, ip, 1.5 grams twice a week for three weeks. At the time of this report, the patient was recovering. The outcome for the event of contamination was not reported. Dianeal therapy was ongoing. The nurse reported that the events of chest pain, heart flutter, palpitations and peritonitis were not related to dianeal therapy. An opinion of causality for the event contamination was not reported.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.